Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated field: b2, d8, and h6. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the customer indicates that the identified organism was enterococcus faecium, a vancomycin-resistant (vre) strain. The infection was described as clinically relevant in the context of tertiary peritonitis. The customer further reported that isolation precautions were implemented, and the patient received antibiotic treatment with daptomycin. There were no more clinical details or outcomes provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection. The device was culture tested positive by the customer and was also tested positive by olympus prior to reprocessing. Following repair and reprocessing in accordance with the instructions for use (IFU), olympus culture testing yielded negative results. A definitive root cause could not be established. Based on the results of the investigation, a jet channel leak was identified during device evaluation. Device damage, including leaks and channel damage, may contribute to microorganism retention. Information received from the customer also indicated observations associated with the pre-cleaning process. Therefore, the reported contamination may have been associated with a combination of device condition and reprocessing factors. After repair, channel replacement, and reprocessing, the device met microbiological acceptance criteria. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Event description:
It was reported that the gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
In the initial report, it was stated that a gastrointestinal videoscope tested positive for contamination during microbiological examination, with no patient involvement reported. However, it was already known at the time of the initial report that the device had been used in a diagnostic gastroscopy procedure performed on a patient. The patient was subsequently identified with colonization by vancomycin-resistant enterococci (vre). No additional clinical details regarding the patient's condition, symptoms, or interventions have been provided.

Manufacturer narrative:
This supplemental report is being submitted to provide information that was inadvertently omitted from the initial report and to provide the correct event date. Updated field: b5 corrected fields: b1 from product problem only to product problem and adverse event b2 from blank to other serious b3 - date of event to (B)(6) 2025 h1 from malfunction to serious injury h6 fields: health effect - clinical code to e190101 drug-resistant bacterial infection health effect - impact code to f1007 exposure to contaminated device component code to g05003 imager. This report is related to the following linked patient identifiers: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.